Event description:
It was reported that the programmer stylus was not working, even after being re-calibrated. It was difficult for the user to press the right feature on the programmer. Technical support (ts) suggested the caller order a new stylus. If that does not fix the issue, the programmer should be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).